Event description:
A consumer reported that a philips sonicare diamondclean powered toothbrush caught fire during use. Consumer reported burn injury on hand. Consumer did not seek medical attention for reported injury. No property damage was reported.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in lithuania. Product was not returned to confirm a malfunction has occurred. The device serial number and manufacturing date were not provided.